Manufacturer narrative:
It was reported that the gastrostomy tube was leaking due to a crack in the tube that was noticed during patient use. Reportedly, the product was inspected prior to placement with no issues noted. It is unknown how the tubes are stored or how long the tube was in place prior to the crack being noticed. The crack in the tubing did require the tube to be replaced without incident. No injury was reported. No additional information is available. A sample is not available for evaluation however, due to the reported incident and subsequent need for surgical intervention, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported a gastrostomy tube leaked and had to be replaced.